Manufacturer narrative:
(B)(4). All the information included on this report is the only information that has been provided.

Event description:
According to the reporter: during a fundoplication procedure, a decline in patients condition was noted. Patient was transferred to ICU. Patient later returned to operating room for repair of gastric perforations due to leaking around sutures at fundoplication wrap. The sutures didn't take and patient needed to return to surgery.